Event description:
After intubation and before the procedure was started, the patient went into respiratory distress; hypercapnia; desaturation and bradykinesia; injection of adrenalin; patient ok after waking; patient had to be kept in hospital under surveillance instead of outpatient surgery; a hernia was detected on the device.

Manufacturer narrative:
Actual device has not been returned to the manufacturer to date. If a sample becomes available for evaluation a comprehensive evaluation will be completed and a follow-up report will be submitted. The patient was reported to have experienced hypercapnia & bradykinesia, however, there is no patient related terms available in part 1, subpart a for these reported conditions.